Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device has not been returned for eval. The product failure investigation, analysis and resolution for the device described in this report will be provided by maquet cardiopulmonary ag. A supplement medwatch will be submitted when additional info becomes available. (B)(4).